Event description:
A doctor reported to baxter (B)(4) of a connection issue found with a uv flash transfer set. The doctor reported that a disconnect kit came off the spike of the uv flash transfer set during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Sample was not confirmed for the reported problem of connection issue during evaluation. Baxter received used set without cap on uv spike connector. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Uv spike outside diameter measurement was performed with the following reading: .212 (specification limits 0.212 - 0.218 in.) This complaint for a connection issue was not confirmed and the root cause could not be determined.